Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A photographic evaluation noted that there was a crack on the luer adapter. The placement of the crack suggests it was created by overtightening the adapter. It was reported that the luer adapter was leaking, cracked or broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was implanted on (B)(6) 2024, and the patient was on dialysis at another hospital. On the day of the event, the venous end connector was found to have leaked, and the patient was examined at the hospital, which confirmed that the connector was cracked. The catheter was repaired. There was a leak. Tego was not utilized. The insertion site was not treated prior to product placement. Nothing unusual observed on the device prior to use. Besides the reported issue, there was no other defects or damages found on the product. No instrument was used to loosen or tighten the device. No other products being utilized with the device. No excessive force used on the device. No intervention/treatment required as a result of the event. No cleaning agent used on the device. The remedial action performed was to replace the connector. There was no blood loss, and blood transfusion was not required. The treatment was able to be completed after the resolution was done. There was no reported patient injury.